Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a bent pin in power port 1 and a loose serial port connector. The confirmed malfunction is related to the reported event. The most likely root cause of the reported even can be attributed to a forced connection. Heartware has opened an internal investigation to address this issue. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient had bent pins in power port 1 of the controller and was unable to connect a battery. The patient reporting receiving "power disconnect" alarms. His second battery had 25-50% power remaining. The patient was instructed to exchange the controller but was home alone and was unable to disengage the driveline cable. The patient then call 911 and was transported to a nearby hospital where he was met by the vad team in the emergency department. Visual inspection of the controller confirmed a bent pin in power port 1. A controller exchange was performed successfully with minimal pump off time and the patient was issued a new controller. He reportedly remained stable during the exchanged and returned home afterward. Investigation is ongoing.